Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the plunger rod was missing from one syringe and the needle hub separated from another. Also, on another syringe, the needle hub was missing. Verbatim: consumer reported plunger rod missing from 1 syringe. Needle hub separated from 1 syringe and stayed inside of shield. 1 other syringe missing needle hub, was not inside of shield or inside of the bag."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. The returned syringe was examined and exhibited a missing plunger cap. Customer returned (1) loose 1/2cc, 8mm syringe. The returned syringe was examined and exhibited a broken barrel past the 50 unit marking. Customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the plunger rod was missing. The returned syringe was examined and exhibited a missing plunger rod. Customer returned (1) loose 1/2cc, 8mm syringes. Customer states that the needle hub separated. The returned syringe was tested and the hub-needle assembly did not separate from the barrel. Customer returned (1) loose 1/2cc, 8mm syringes. Customer states that the needle hub was missing. The returned syringe was examined and no missing hub was observed. A review of the device history record was completed for batch# 0098878. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notificationsnoted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure missing plunger rod. Bd was able to confirm the customer¿s indicated failure missing plunger cap. Bd was able to confirm the customer¿s indicated failure broken barrel past the 50 unit marking. Bd was not able to duplicate or confirm the customer¿s indicated failure needle hub separation. Bd was not able to duplicate or confirm the customer¿s indicated failure missing hub. Root cause: maintenance dispatches (l2l) l2l #97606 & #97610 was created on 21may2020 for comb retract jams (index jam).

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that the plunger rod was missing from one syringe and the needle hub separated from another. Also, on another syringe, the needle hub was missing. Verbatim: consumer reported plunger rod missing from 1 syringe. Needle hub separated from 1 syringe and stayed inside of shield. 1 other syringe missing needle hub, was not inside of shield or inside of the bag."